Event description:
International affiliate reports that minimally invasive surgery (mis) was performed on (B)(6) 2013 using viper system polyaxial screws. Surgical instruments were damaged during the procedure but the post operative x-rays were fine. X-rays taken one month post op revealed one set screw had loosened. It is reported that revision surgery is not planned at this time as the patient has not experienced any adverse affects. Concomitant devices: expedium derotation standard reduction handle, 286735735; expedium derotation reduction shaft, 286735725; expedium derotation reduction cap 286735750; expedium derotation reduction threaded post, 286735730; viper polyaxial screw, catalog# unknown.

Manufacturer narrative:
A follow up report will be filed upon completion of the investigation. Device remains in patient.

Manufacturer narrative:
Visual inspection and functional evaluation of the instruments reported as damaged in the case was conducted. All instruments performed as intended with no visual anomalies noted. The mmsi single inner setscrew (product code: 179712000, lot no: unknown) was not returned for evaluation as it remains implanted in the patient. As no lot number is available a DHR review could not be conducted. A 12 month complaint review of the mis inner set screw identified no systemic trends. As no complaint trend has been identified and a DHR search could not be conducted the file will be closed. If the patient is revised and the inner setscrew returned for evaluation the complaint file will be re-opened and investigated at that time.